Event description:
Additional information reported that on (B)(6) 2021, the patient went into atrial fibrillation, which self converted to normal sinus rhythm on (B)(6) 2021. However, on (B)(6) 2022, the atrial fibrillation became increasingly persistent. A cardioversion was performed on (B)(6) 2022 and the patient continued on amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection), right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infection was reported in MFR # 2916596-2021-05193. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a major infection on (B)(6) 2021. The patient was admitted for treatment on (B)(6) 2021. They experienced volume overload and had generalized weakness. The driveline exit site was noted to have caused pain and a brown discharge was seen. It was also noted that the patient had developed a slight fever. The patient was unable to ambulate due to significant weight gain. It was also reported that they fell and hit their chin. The patient was started on empiric vancomycin and cefepime. The patient was issued daily dressings for the wound and coumadin was held for possible debridement. The patient was also started on a bumex drip to treat the volume overload due to right heart failure. It was also noted that the patient had a history of driveline exit site infections in (B)(6) 2021. Wound cultures were taken on (B)(6) 2021 and came back gram positive for cocci; staphylococcus aureus. CT of the chest and abdomen showed stranding of tissue around the driveline but no clear abscess. Cellulitis overlying the lvad was unchanged and there were no drainable fluid collections. Blood cultures were taken on the same day and came back negative. On (B)(6) 2021, the patient was started on cefazolin intravenously (IV) every 8 hours with plan for 4 weeks of IV therapy then transition to oral suppression. On (B)(6) 2021, dobutamine was started for right ventricular support. On (B)(6) 2021, a peripherally inserted central catheter (PICC) line was placed. A repeat chest CT on (B)(6) 2021 showed slight decrease in subcutaneous stranding and thickening surrounding the driveline compatible with persistent cellulitis.

Manufacturer narrative:
Previous infection was reported in MFR # 2916596-2021-05193. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a major infection on (B)(6) 2021. The patient was admitted for treatment on (B)(6) 2021. They experienced volume overload and had generalized weakness. The driveline exit site was noted to have caused pain and a brown discharge was seen. It was also noted that the patient had developed a slight fever. The patient was unable to ambulate due to significant weight gain. It was also reported that they fell and hit their chin. The patient was started on empiric vancomycin and cefepime. The patient was issued daily dressings for the wound and coumadin was held for possible debridement. The patient was also started on a bumex drip to treat the volume overload due to right heart failure. It was also noted that the patient had a history of driveline exit site infections in (B)(6) 2021. Wound cultures were taken on (B)(6) 2021 and came back gram positive for cocci; staphylococcus aureus. CT of the chest and abdomen showed stranding of tissue around the driveline but no clear abscess. Cellulitis overlying the lvad was unchanged and there were no drainable fluid collections. Blood cultures were taken on the same day and came back negative. On (B)(6) 2021, the patient was started on cefazolin intravenously (IV) every 8 hours with plan for 4 weeks of IV therapy then transition to oral suppression. On (B)(6) 2021, dobutamine was started for right ventricular support. On (B)(6) 2021, a peripherally inserted central catheter (PICC) line was placed. A repeat chest CT on (B)(6) 2021 showed slight decrease in subcutaneous stranding and thickening surrounding the driveline compatible with persistent cellulitis.